Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead noted varying shock impedance measurements. Boston scientific technical services (ts) reviewed the data and indicated this was normal behavior for a system with a single coil rv lead. No adverse patient effects were reported.